Manufacturer narrative:
The agent reported that (during a primary total knee: while using a mallet to place the size 8 4 in 1 cut guide on the distal femur, one of the back pegs on the guide sheared off and stayed in the patient's femur. Upon noticing the peg, it was dug out.) His event occurred during surgery, near the patient. Significant adverse event was reported by the surgeon. The surgery was completed as intended, with a thirty-five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the instrument was returned to djo and after further examination, one of the pegs on the cut block broke.

Event description:
It was reported there was a 35 minute delay in surgery.